Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump which failed to detect air in the line on channel b during biomedical service. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal bolus infusor device ruptured during priming. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation could not confirm the reported condition of a ruptured reservoir. The device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.